Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause was not reported. It was reported the patient was hospitalized for the event. The patient received unspecified treatment for the event, on an unreported date, the patient was discharged and was treated as an outpatient in continuation with the treatment plan for the event. At the time of this report, the patient outcome was not reported and action with pd therapy was not reported. No additional information is available.